Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01196.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via right common femoral vein due to multitrauma prophylaxis. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿pain caused me to shift my weight to his right side, putting more pressure on that foot, leading to an ulcer on my right big toe. I have regular pain on the left side of my body extending from the groin area all the way up to my stomach¿ as well as concern and frustration. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿positive for caval perforation. A total of 8 prongs have perforated through ivc series 2 image 66. Maximum distance prongs perforated through ivc 5.56 mm series 2 image 66. Coronal images 3.82 degree tilt left to right series 4 image 40. Sagittal images 6.63 degree tilt posterior to anterior series 5 image 59.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. Patient alleges to have been injured without further explanation.